Event description:
It was reported that the ventilator had an issue with incorrect volumes. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
Initially it was reported that the ventilator had an issue with incorrect volumes. It was indicated that pressure transducer circuit board is defective and requires replacement. Based on information received during communication with field service engineer the device failed internal leakage test during pre-use check with a message "pressure transducer difference >5 cmh2o". According to information provided in the service report the issue was solved by adjusting barometric pressure, cleaning pressure transducer boards and reinstalling software. No part replacement was necessary. It is worth noting that pre-use check (puc), should always be performed after turning on the ventilator (always before connecting the ventilator to a patient). This situation is not-safety related as no part was confirmed to be defective and the issue will be noticed before use and appropriate measures can be taken. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to barometric pressure, reinstalling software and cleaned parts.

Event description:
Manufacturer's ref. #: (B)(4).